Event description:
Same case as MDR ID: 2134265-2014-03590. (B)(4) study. It was reported that myocardial infarction (mi) occurred. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. The index procedure was performed. Target lesion #1 was a de-novo lesion located in the distal right coronary artery (rca) with 90% stenosis and was 16 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of a 2.75 mm x 16 mm ion¿ stent with 0% residual stenosis. Target lesion #2 was a de novo lesion located in the saphenous vein graft (svg) to mid rca with 70% stenosis and was 20 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with direct stent placement of a 3.50 mm x 20 mm ion¿ stent with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient was presented due to mi and was hospitalized. No ECG was performed and no lab enzymes were drawn. During the same hospitalization, the subject was diagnosed with unknown medical diagnosis which resulted in prolongation of hospitalization. In (B)(6) 2013, the event was considered to be resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).